Event description:
A report was received that the patient felt discomfort at the lead incision site. The physician does not believe the pain is device related. The decision was made to explant the patient's precision system. After the explant, the patient is reportedly doing well.

Manufacturer narrative:
Device was explanted and sent to the surgical center's pathology department. Therefore, it was not returned for evaluation. Additional suspect device components involved in the event: model: sc-8116-50, artisan 2x8 paddle lead. This is the final report.